Event description:
The diamondback coronary orbital atherectomy device (oad) was operated for one treatment pass distal-to-proximal and was advanced via glideassist to perform a second distal-to-proximal pass. The tip of the viperwire guide wire was observed to be fractured, and a vessel perforation was identified. Stent placement was performed to resolve the perforation and the patient was stable and recovering following the procedure. Review of imaging following the procedure revealed that the oad contacted the viperwire guide wire after the first treatment pass, and that the tip of the guide wire fractured, however this was not noticed and treatment was continued. As a result, the oad performed treatment without the guide wire tip and the oad perforated the vessel.

Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The diamondback coronary orbital atherectomy system instructions for use warns that a vessel perforation is a potential adverse event that may occur and/or require intervention. The guide wire event that occurred during this procedure was reported under MDR 3004742232-2022-00006. Csi ID: (B)(4).